Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Extraction of ceramic liner and alumina head from trident psl 52mm cup. Patient fell. Surgeon felt the ceramic head or liner may have fractured. During revision surgery, it was determined neither head or liner had fractured. A replacement trident poly liner and metal head were implanted.

Manufacturer narrative:
Corrected data: lot#: 18279202. An event regarding a revision surgery due to a suspected crack/fracture involving a trident liner was reported. A visual inspection of the returned liner indicated the device was not fractured or cracked. Method and results: device evaluation and results: a visual inspection of the returned device was performed. No indications of a crack fracture were evident, only minor indications of explantation damage were visible. The device was otherwise visually unremarkable. Medical records received and evaluation: a review of the provided information by a clinical consultant noted: "procedure-related factors: cup malposition in high inclination and high anteversion; error in radiological interpretation of findings or not performing an additional CT-scan. Patient-related factors: patient trauma with a fall on the arthroplasty. Device-related factors: none as also supported by explant photographs. Diagnosis: cup malposition in high inclination and high anteversion has lead to an error in radiological interpretation of findings where after a fall of the patient some femoral head eccentricity was interpreted as a ceramic liner fracture while in reality being caused by slight subluxation of the femoral head during radiological examination." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the medical records by a clinical consultant concluded: cup malposition in high inclination and high anteversion has lead to an error in radiological interpretation of findings where after a fall of the patient some femoral head eccentricity was interpreted as a ceramic liner fracture while in reality being caused by slight subluxation of the femoral head during radiological examination." No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Extraction of ceramic liner and alumina head from trident psl 52mm cup. Patient fell. Surgeon felt the ceramic head or liner may have fractured. During revision surgery, it was determined neither head or liner had fractured. A replacement trident poly liner and metal head were implanted.